Manufacturer narrative:
Follow-up #1: date of submission 11/17/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2015 with the following findings: the black box history showed that there was one cs 128 replace battery alarm had occurred due to a discharged battery being installed into the pump. There was no drastic voltage fluctuations observed in the black box history. The battery compartment was observed to be intact and there were no cracks found. There was no moisture found inside the battery compartment and the currents draws were within specifications. The pump case was removed and there was no intermittent conditions or moisture found inside the pump.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was having decreased battery life. The reporter confirmed that the pump battery settings was correct and during review of the pump history confirmed that the battery alarms were occurring more often than expected. The reporter indicated that the pump battery compartment was cracked but there was no evidence of moisture or corrosion damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.